Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported during a stenting procedure, stent damage occurred. Vascular access was gained via the radial approach. A 95% stenosed and 20mm long de novo and eccentric target lesion was located in a moderately tortuous and ¿very tight¿ and moderately calcified mid left anterior descending artery with a reference vessel diameter of 2.5mm. The lesion was pre-dilated with a 2.5x12mm maverick balloon catheter, resulting in 85% residual stenosis. A 2.5x32mm synergy stent was advanced had difficulty crossing the lesion. The synergy stent was removed and stent damage was noted on the distal end. No patient complications were reported. The procedure was completed with another same device and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a tactile and visual examination found no defects on the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. There was damage in the mid sections of the stent and slight tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported during a stenting procedure, stent damage occurred. Vascular access was gained via the radial approach. A 95% stenosed and 20mm long de novo and eccentric target lesion was located in a moderately tortuous and ¿very tight¿ and moderately calcified mid left anterior descending artery with a reference vessel diameter of 2.5mm. The lesion was pre-dilated with a 2.5x12mm maverick balloon catheter, resulting in 85% residual stenosis. A 2.5x32mm synergy stent was advanced had difficulty crossing the lesion. The synergy stent was removed and stent damage was noted on the distal end. No patient complications were reported. The procedure was completed with another same device and the patient¿s status is stable.